Event description:
A malfunction, identified as code malf 12, was reported but did not cause the customer's blood glucose level to exceed 500 mg/dl. Therefore, there was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it without recurring issues. The customer was advised to continue using the pump and to contact support if the malfunction code reappears, which they acknowledged and understood.